Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced loss of connection to the internal device resulting in a loss of benefit, and the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).